Event description:
It was reported that during a review of the recorded episodes, technical services (ts) noted that this implantable cardioverter defibrillator (ICD) recorded ventricular arrhythmia episodes that appeared to be atrial driven rhythms. No adverse patient effects were reported. This device remains in service.